Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily calcified. The mini trek rx 1.50 x 12 mm balloon ruptured in the anatomy during the first inflation at 10 atmospheres. There was no resistance during removal of the protective sheath and the device was prepped according to the instructions for use. The procedure was completed using another device. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported material rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.